Event description:
This report summarizes 45 malfunction events in which the device reportedly overheated. 45 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 45 previously reported events are included in this follow-up record. Product return status 36 devices were received. 9 devices were not available for evaluation.

Event description:
This report summarizes 45 malfunction events in which the device reportedly overheated. 45 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 44 events were originally reported for this failure mode during the reporting quarter. 1 event was inadvertently excluded. 45 reported events are included in this follow-up record. Product return status: 36 devices were received. 6 devices were not available for evaluation. 3 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 44 events were reported for this quarter. Product return status: 2 devices were received. 42 device investigation types have not yet been determined. Event confirmation status: 2 reported events were not confirmed. Evaluation results: 1 device was found to be affected by internal corrosion. 1 device was found to be affected by lubrication breakdown. 44 devices were not labeled for single-use. 44 devices were not reprocessed or reused.

Event description:
This report summarizes 44 malfunction events in which the device reportedly overheated. 44 events had no patient involvement; no patient impact.